Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported by the patient that their heart rate measured low using a finger tip monitor. It was also reported the patient believed their implantable pulse generator (ipg) was programmed to not "go under 40 bpm". The ipg remains in use. No further patient complications have been reported as a result of this event.